Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jun-14. It was stated that the patient had a loss of pain relief. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was stated that there were no diagnostics/troubleshooting performed. The interventions/actions included a catheter access was performed. It was stated that no access was able to be done. This was clarified to mean that there was an inability to aspirate the catheter access port (cap). The dose of dilaudid was 1 mg/day. The issue was not resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occurred, but it was planned and not scheduled. It was stated that the hcp would be scheduling a catheter revision; however, the date was unknown at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml dilaudid at 0.8512 mg/day via an implantable pump for non-malignant pain. It was reported that a volume discrepancy was noted on (B)(6) 2017. The expected residual volume was 10 ml, however the actual residual volume was 38 ml. A dye study was to be scheduled. It was noted the patient felt like he was not getting the same relief, like he was "going backwards" with pain relief. The patient was noted to use a personal therapy manager (ptm) with a maximum total daily dose of 1.45 mg/day.